Manufacturer narrative:
Complaint conclusion: a report was received that a physician claimed that the label of a 7 x 100mm smart control iliac was incorrect. He/she alleged that the stent delivery system (sds) was labeled with a length of 100mm stent but was actually longer than labeled when deployed. The procedure was completed with no reported patient injury. The event involved a patient undergoing a percutaneous intervention of a target lesion in the superficial femoral artery. This target lesion was described as 93% stenosed, 80mm in length, 5mm in diameter, having a lot of calcification and a little tortuous. The site reported that device had been handled, inspected and prepped according to the instructions for use (IFU). They noted that the outer box and inner pouch of the device had the same labeled size on them. No anomalies were noted to the sds prior to use. The patient¿s vasculature was accessed and the smart control sds advanced towards the lesion. The sds did not have to pass through any acute bends and no resistance was encountered while advancing the sds. The sds was advanced to and then past the lesion and was then withdrawn back into position. The physician removed the slack in the sds and deployed the smart control stent with no reported resistance. The physician is reported to have ensured that the sds was not moved during deployment. A 6 x 100mm powerflex pro balloon was then advanced towards the lesion. The balloon catheter did not have any anomalies. When the stent was post-dilated with this balloon, the physician noted that the stent was 20mm longer than the 100mm balloon. The physician felt that the stent was actually longer than its¿ 100mm labeled length; while the sales representative felt that the stent had elongated and was labeled correctly. The stent was noted to have fully expanded with full wall apposition and covered the entire lesion. The site further reported that no unusual force had been used at any time during the procedure and the deployed stent struts did not appear stretched. The procedure was successfully completed with no further treatment provided and with no reported patient injury. Attempts to obtain procedural films of this event have been unsuccessful. The stent remains implanted in the patient and is thus not available for analysis. The device sds was also not returned. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, clinicians are instructed to fluoroscopically evaluate and mark the lesion or stricture, observing the most distal level of the stenosis or stricture. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. The user is to ensure that the introducer sheath does not move and that the locking pin should be removed from the handle prior to deployment. While using fluoroscopy, the user is to maintain the position of the radiopaque stent markers relative to the target lesion site. Failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression or elongation. Based on the information available for review, there are vessel characteristics (calcification and tortuosity that may have contributed to the reported event. Based on the device history record review, there is no indication that the event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(4). Concomitant device: 6x100mm powerflex pro, catalog # 4400610x, lot # 17208082. The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, the doctor claims the smart control stent delivery system (sds) was labeled incorrectly as it looked longer than 100mm in length when compared with 100mm powerflex pro pta catheter. The stent was deployed with no patient injury. The devices are not available to be returned for analysis and procedural films are not available. The intended procedure was implantation of a lesion located in the superficial femoral artery (sfa) with a length of 80mm and a reference diameter of 5mm. The lesion had a lot of calcification, little tortuosity, and a stenosis rate of 90%. The doctor asked for 100 length stent. They pulled a 7x100mm smart control vascular stent and a 6x100mm powerflex pro pta catheter. The labels of the outer box and inner pouch were the same. There were no anomalies noted about the sds prior to use. The device was inspected, handled and prepped per the instructions for use (IFU). There was no difficulty or resistance noted in delivering the device to and past the target lesion, then the sds was withdrawn back into the lesion. The sds did not pass through any acute bends and the slack was removed from the stent prior to deployment. There was no difficulty during deployment of the stent and the physician made sure not to move the sds during deployment. When the stent was post-dilated with the 6x100mm powerflex pro pta catheter, there was an extended stent length of 20mm or more. The physician thinks the smart control was longer than 100mm. The post-dilation balloon was measured to have a 100mm length. The sales rep thinks the stent deployed elongated and was labelled correctly. The stent had expanded fully with good wall apposition and covered the entire lesion. There was no unusual force used at any time during the procedure and the stent struts did not seem stretched in the patient. There were no anomalies noted to the powerflex pta catheter. The procedure was completes successfully with no treatment provided to the patient. Procedural films are not available.